Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a damaged cracked battery. The customer mentioned motor error which had to rewind each hour. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No motor error alarms or rewind anomalies were noted during testing. The motor was tested outside the device and it passed. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a stained serial number label, minor scratches on the lcd window, case and keypad overlay.